Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a printed-circuit board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus service center for evaluation and the customer's reported issue was confirmed. The device evaluation found there was no lcd image displayed and dead pixel in the screen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the high-definition lcd monitor sdi in/out did not work during initial installation. There was no physical damage observed. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the device was found to produce no image due to a printed-circuit board failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.